Event description:
It was reported that a break occurred requiring additional intervention. An accustick ii was selected for use in a percutaneous biliary drainage procedure of a bile duct obstruction. During the procedure, the guidewire was advanced following a fairly clear path, but the tip broke inside the bile duct. The guidewire was not subjected to any force and the vessel was not tortuous. The guidewire was removed; however, a part of it remained inside the vessel. Snares and other materials were used to remove the broken piece of the guidewire. An alternate device and method were used to complete the procedure. There were no patient complications as a result of this event.

Event description:
It was reported that a break occurred requiring additional intervention. An accustick ii was selected for use in a percutaneous biliary drainage procedure of a bile duct obstruction. During the procedure, the guidewire was advanced following a fairly clear path, but the tip broke inside the bile duct. The guidewire was not subjected to any force and the vessel was not tortuous. The guidewire was removed; however, a part of it remained inside the vessel. Snares and other materials were used to remove the broken piece of the guidewire. An alternate device and method were used to complete the procedure. There were no patient complications as a result of this event. It was further reported that there was no resistance and the progression of the accustick ii was smooth. Another device from another brand was used to complete the procedure.